Event description:
It was reported the scs lead showed high impedance values during intra-operative testing. The physician found the scs lead was fractured upon removing it. A different scs lead was used to complete the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.